Manufacturer narrative:
Internal report reference number: (B)(4). 15 pen needles were returned. Evaluation in process. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the customer¿s initial concern has been resolved- able to establish contact with customer who stated they are comfortable with the pen needles from the new box.

Event description:
Consumer reported complaint for inaccurate dispense of true plus pen needles. The expected fasting blood glucose test result range is undisclosed. Customer states that his glucose numbers went up high and he is not sure why. Customer states that the only thing that change was the new pen needles he is using. Customer believes the box of pen needles that he opens up was not giving him enough insulin and that cause his blood sugar to go up higher. The customer did not report symptoms. Medical attention is not reported as a result of inaccurate dispense of pen needles. The product storage location is undisclosed. During the call a blood test was not performed by the customer. Customer states that he opens up a new box of pen needles and everything is back to normal his blood sugar is back to normal. The test strip lot manufacturer¿s expiration date is 03/31/2026 and open vial date is 1 week ago.

Manufacturer narrative:
Sections with additional information as of 20-jan-2023: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: pen needles were returned for evaluation. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer. No abnormalities observed with returned and retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.